Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performed this patient's primary hip procedure back in 1995. Patient was implanted with srom femoral components, but competitor acetabular components. This particular patient was suffering from hip instability, so the surgeon believed they would benefit from an acetabular revision. A 28mm +0 femoral head was removed from the srom stem, and the competitor acetabular component was removed as well. The patient's hip was reamed up and prepared for a 58mm gription multi-hole cup. A 58x36 +4 10 degree liner was implanted and a trial reduction was performed with a 36mm +3 head. The hip was found to be stable, so the real femoral head was opened and implanted. The closing process began. Doi: 1995, dor: (B)(6) 2021, affected side: right hip.